Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Additional initial reporter - (B)(6), inventory manager, cath lab. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an augmentation below limit set alarm. The waveform was dampened and the augmentation pressure was low, 60/40. Additionally, there was bleeding at the insertion site. It was noted that the iab was inserted via femoral artery, unsheathed. The physician removed the iab and inserted a new one with a sheath. No bleeding at the insertion site was noticed, but a poor waveform was present. A syringe was connected to y-fitting of the inner lumen and unable to pull negative with no evidence of blood in the syringe. The physician decided to insert a third iab, with sheath, to continue therapy without further issue. There was no patient harm or adverse event reported. This report is for the 2nd iab. A separate report has been submitted for the 1st iab under mfg report number 2248146-2023-00113.